Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the staples did not form properly and bleeding was observed. The surgeon applied another instrument to control the bleeding.